Event description:
It was reported that on (B)(6) 2015, the procedure was to treat a 90% stenosed lesion in the mid left anterior descending (lad) artery. The 3.0x18mm multi-link 8 stent implant was successfully deployed without any reported device or procedure issues. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. However, it was later noted that the stent implant was deployed past its labeled expiration date of (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database indicated there had been no similar use after expiration/device expiration issue incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. Additionally, it should be noted that the multi-link 8 coronary stent systems instructions for use (IFU), states: note the product use by date.